Manufacturer narrative:
The pump was received with blank display due to battery tube loose connector. The pump received with minor scratched display window, case display window corner, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was unknown. The notes state that after inserting a new battery, the pump did not work. The device will be returned for analysis.